Event description:
Pt had implant performed. Returned to surgery. Fifteen days later for I & d - pelvic abscess. Seen in ER due to febrile state. Returned to surgery eleven days later for closure of vaginal mucosa. Returned for removal of (debridement) of pubic sling (implant) due to febrile state and pain.